Event description:
It was reported that the patient was receiving ineffective therapy from their cervical lead. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced with a thoracic lead to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient having ineffective stimulation was reported to abbott. The patient's lead was replaced, and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.